Event description:
It was reported by the patient's parent that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 5 and 24 hours. The patient was reported to exhibit dka symptoms but were not specified. No treatment information was provided. The patient was discharged 3 days later. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.

Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased towards urgent high (greater than 400 mg/dl). One automated delivery restriction alert was generated on 30jan2026 due to the automated algorithm reaching the max amount of automated basal insulin and delivering at that rate for an extended period. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. The cloud data showed evidence that the bolus records captured in the cloud came from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.